Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) are related to the same incident.

Event description:
It was reported that a patient, approximately (B)(6), male, underwent an atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and suffered a cardiac tamponade which required surgical intervention. During the mapping phase, the patient had a tamponade. Protamine was administered and the patient¿s pulse and blood pressure became close to normal again. A pericardiocentesis was attempted without success, so the patient was taken in for heart surgery. The event was considered life threatening and the patient did require one week of extended hospitalization and rehabilitation. The physician¿s opinion on the cause of the adverse event is patient condition, as the patient had an unusual anatomy. The event occurred during catheter manipulation. A transseptal puncture was performed with a st. Jude medical sl0 needle and a st. Jude medical sheath was used during the procedure. The patient received anticoagulant and the activated clotting time was maintained at 250 to 300s. The event occurred during catheter manipulation and no ablations had been done. Irrigation flow setting was 2 ml/min and 8 ml/min. There were no errors reported by the biosense webster systems during the procedure. Additional information was received on september 20, 2016 that since both devices were used during the surgery and it was not clear which of the two had failure during the operation bwi is now conservatively reporting under this device as well. The awareness date has been reset to september 20, 2016 the date the additional information was received.